Manufacturer narrative:
Evaluation summary: the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, it was noted on fluoroscopy that the rv (right ventricular) lead appeared to have a bend near the tip. The bend was also seen upon removal of the lead from the body. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.